Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks. It was not clear what caused the inappropriate therapy; the rhythm morphology was unusual (wide complex) and the r-wave amplitude was reduced. It was questioned whether the patient had an electrolyte imbalance. The impedance during shock delivery was noted to be high; however, it was still within normal limits. The patient experienced shortness of breath during the event and was admitted to the hospital. Tachy therapy was deactivated. Technical services recommended obtaining x-rays of system placement. The s-ICD remains implanted and no additional adverse patient effects were reported.